Event description:
Baxter (B)(4) received a report that an intermate had a reservoir burst during infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.